Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge was "defective" and was rejected when inserted into the pump. Reportedly, the pump alarmed. However, the alarm could not be confirmed as the customer was not sure when the alarm occurred. There was no impact to the user's blood glucose level.